Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic inflammatory disease ("pelvic inflammatory"), autoimmune disorder ("autoimmune problems"), genital haemorrhage ("abnormal bleeding") and vulval disorder ("vulva vein removed") in a female patient who had essure (batch no. 685787) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic congestion, venous insufficiency, stent placement, peripheral vascular disease in 2005, arrhythmia in 2012, may-thurner syndrome in 2005, chorioretinopathy in 2005, retinal vasculitis in 2005, umbilical hernia in 2008, varicose vein, inflammatory bowel disease, pap smear abnormal, phlebotomy (phlebotomy of varicous veins), uterine bleeding and post procedural bleeding. Previously administered products included for contraception: iud copper from 2002 to (B)(6) 2010, paraguard t-380 in 2008 and depo-provera from 2001 to 2002. Concurrent conditions included varicose veins pelvic, leg discomfort, urinary frequency, night sweats, hot flashes, muscle weakness, joint swelling, dizziness and shortness of breath. Concomitant products included biotin from 2013 to 2015, cefixime (flexeril) from 2012 to 2016, colecalciferol; menadione (vitamin k+d) since 2012, cyanocobalamin from 2015 to 2016, docusate sodium (colace) from 2013 to 2014, dorzolamide hydrochloride; timolol maleate (timolol + dorzolamida actavis) from 2014 to 2015, duloxetine hydrochloride (cymbalta) from 2011 to 2015, hydrocodone bitartrate;paracetamol (norco) since 2015, hydrocodone bitartrate;paracetamol (vicodin) from 2009 to 2011, ibuprofen, iron from 2011 to 2016, lidocaine hydrochloride (lidocaine hcl) from 2011 to 2015, loratadine (loratab) from 2011 to 2014, macrogol 3350 (miralax) from 2010 to 2016, macrogol 400; propylene glycol (systane) from 2011 to 2014, melatonin from 2013 to 2016, minerals nos;vitamins nos (prenatal vitamins) from 2011 to 2015, naproxen from 2014 to 2016, probiotics [umbrella term] from 2014 to 2018, sumatriptan (imitrex) since 2013, tocopherol since 2012, travoprost (travatan) from 2015 to 2016 and varenicline tartrate (chantix) since 2010. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of hypersensitivity ("allergic reaction"), migraine ("migraine"), inflammation ("inflammation"), infection ("infection"), allergy to metals ("allergic to gold/nickel/ allergic to nickel and gold on patch test by dermatologist"), fibromyalgia ("I hav fibromyalgia/ fibromyalgia"), arthritis ("arthritis extreme"), pyrexia ("fever"), discomfort ("cant get comfortable"), vein disorder ("vein disaster"), loss of libido ("loss of sex drive"), breast tenderness ("lumpy tender breasts"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes"), the second episode of hypersensitivity ("allergic to everyday things"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("uti's/urinary problems"), cystitis ("bladder infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), depression ("depression"), raynaud's phenomenon ("raynaud¿s"), skin disorder ("itchy bumps on scalp"), pruritus ("itchy bumps on scalp/ itching"), pigmentation disorder ("yellowing around eyes/ legs pigmentation of skin"), cyst ("cyst like things removed (non cancer)"), headache ("headaches/ head pain"), palpitations ("palpitations"), cardiac disorder ("cardiac episodes"), nausea ("nausea"), teeth brittle ("dental problem: back teeth chipping for no reason"), cognitive disorder ("cognitive issues"), eye movement disorder ("eyes twitch/ eye tremors"), hypoaesthesia ("hand and fingers numb"), neck pain ("neck pain"), eye pain ("eye pain"), balance disorder ("loss of balance"), dysarthria ("slurred speech"), memory impairment ("memory problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), blindness ("vision loss"), dry eye ("severe dry eye"), ocular hyperaemia ("red eyes"), eye injury ("damage to eye after it ruptured"), glaucoma ("glaucoma"), cataract ("cataracts from steroid shot in eye due to inflammation"), eye inflammation ("cataracts from steroid shot in eye due to inflammation"), vision blurred ("blurry vision"), fatigue ("fatigue"), constipation ("constipation especially around my period cycle"), abdominal distension ("severe bloating"), alopecia ("hair loss"), incontinence ("severe incontinence"), gingival disorder ("gum problems"), gingival recession ("receding gums"), gingival swelling ("gems swelling"), toothache ("root canal pain"), tooth delamination ("losing enamel on sides of back teeth (turning brown)"), orgasm abnormal ("painful orgasm"), vulvovaginal pain ("pain inside vagina"), back pain ("back pain/ lower back pain"), pain in extremity ("leg pain"), abdominal pain ("abdomen pain"), arthralgia ("joint pain/ hips pain"), plantar fasciitis ("plantar fascitis"), ear pain ("ear pain") and vulval disorder (seriousness criterion medically significant) and was found to have blood urine present ("blood in urine"), antinuclear antibody positive ("positive ana") and heart rate irregular ("irregular heartbeat"). The patient was treated with surgery (ablation, laparoscopic total hysterectomy, bilateral salpingectomy, removal of essure, cystoscopy and vulva vein removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, autoimmune disorder, genital haemorrhage, migraine, inflammation, infection, allergy to metals, fibromyalgia, arthritis, pyrexia, discomfort, vein disorder, loss of libido, breast tenderness, rash, the last episode of hypersensitivity, blood urine present, female sexual dysfunction, anxiety, depression, antinuclear antibody positive, raynaud's phenomenon, skin disorder, pruritus, pigmentation disorder, cyst, heart rate irregular, palpitations, cardiac disorder, nausea, teeth brittle, cognitive disorder, eye movement disorder, hypoaesthesia, neck pain, eye pain, balance disorder, dysarthria, memory impairment, dysmenorrhoea, vaginal discharge, blindness, dry eye, ocular hyperaemia, eye injury, cataract, eye inflammation, vision blurred, fatigue, alopecia, incontinence, gingival disorder, gingival recession, gingival swelling, toothache, tooth delamination, orgasm abnormal, vulvovaginal pain, back pain, pain in extremity, abdominal pain, arthralgia, plantar fasciitis, ear pain and vulval disorder outcome was unknown, the vaginal haemorrhage, menorrhagia and urinary tract infection had not resolved and the bacterial vaginosis, cystitis, headache, dyspareunia, glaucoma, constipation and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, antinuclear antibody positive, anxiety, arthralgia, arthritis, autoimmune disorder, back pain, bacterial vaginosis, balance disorder, blindness, blood urine present, breast tenderness, cardiac disorder, cataract, cognitive disorder, constipation, cyst, cystitis, depression, discomfort, dry eye, dysarthria, dysmenorrhoea, dyspareunia, ear pain, eye inflammation, eye injury, eye movement disorder, eye pain, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, gingival disorder, gingival recession, gingival swelling, glaucoma, headache, heart rate irregular, hypoaesthesia, incontinence, infection, inflammation, loss of libido, memory impairment, menorrhagia, migraine, nausea, neck pain, ocular hyperaemia, orgasm abnormal, pain in extremity, palpitations, pelvic inflammatory disease, pelvic pain, pigmentation disorder, plantar fasciitis, pruritus, pyrexia, rash, raynaud's phenomenon, skin disorder, teeth brittle, tooth delamination, toothache, urinary tract infection, vaginal discharge, vaginal haemorrhage, vein disorder, vision blurred, vulval disorder, vulvovaginal pain, the first episode of hypersensitivity and the second episode of hypersensitivity to be related to essure. The reporter commented: my legs looked just like that! I did have a surgery to remove them and fix the leaky veins in my pelvis. Unfortunately had essure put in when my legs were bad. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Events received from social media post: allergic to gold/nickel, I have fibromyalgia, extreme arthritis, fever, cant get comfortable and vein disaster. The patient's concurrent conditions included varicose veins pelvic and leg discomfort added from social media. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic back/joint problems, glaucoma/cataracts, headaches/migraines. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-jan-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic inflammatory disease ('pelvic inflammatory'), genital haemorrhage ('abnormal bleeding'), autoimmune disorder ('autoimmune problems'), chorioretinitis (''pic punctate inner choropathy (eye disease)'), female sexual dysfunction ('apareunia (inability to have sexual intercourse)'), blindness unilateral ('vision loss/lost vision in my right eye'), glaucoma ('glaucoma'), cataract ('cataracts from steroid shot in eye due to inflammation'), vulval disorder ('vulva vein removed'), pelvic haemorrhage ('pelvic hemorrhage'), eye haemorrhage ('eye bleeding'), open globe injury ('eyeball rupture'), kidney infection ('kidney infection/inflammation'), intracardiac thrombus ('chromin thrombus'), urinary retention ('my bladder won't empty'), angina pectoris ('heart really hurts'), pelvic congestion ('pelvic congestion'), neuropathy peripheral ('neuropathy'), vascular calcification ('calcified vein stone'), varicose vein ('varicose vein'), basedow's disease ('graves disease'), multiple sclerosis ('ms symptoms'), rheumatoid arthritis ('ra symptoms'), diverticulitis ('diverticulitis'), myocardial infarction ('I had attack that lasted 10 minutes 2 days in row'), noninfective encephalitis ('brain stem inflammation'), exophthalmos ('bulging of eyes'), cholera ('chlolera'), intestinal polyp ('bowel polyp'), brain injury ('damaged my brain') and multiple episodes of renal pain ('kidney pain', 'left kidney is gonna burst/my kidney is burning') in an adult female patient who had essure (batch no. 685787,686787-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included arrhythmia in 2012, umbilical hernia in 2008, peripheral vascular disease in 2005, may-thurner syndrome in 2005, chorioretinopathy in 2005, retinal vasculitis in 2005, pelvic congestion, venous insufficiency, stent placement, varicose vein, inflammatory bowel disease, pap smear abnormal, phlebotomy (phlebotomy of varicous veins), uterine bleeding, post procedural bleeding, bladder infection, genital bleeding, urinary tract infection and umbilical hernia repair. Previously administered products included for contraception: iud copper from 2002 to 27-may-2010, paraguard t-380 in 2008 and depo-provera from 2001 to 2002; for an unreported indication: copper iud. Concurrent conditions included varicose veins pelvic, leg discomfort, urinary frequency, night sweats, hot flashes, muscle weakness, joint swelling, dizziness, shortness of breath, palpitations, retention of urine, urinary incontinence, rheumatoid factor positive and chronic back pain. Concomitant products included biotin from 2013 to 2015, cefixime (flexeril) from 2012 to 2016, colecalciferol (cholecalciferol), colecalciferol;menadione (vitamin k+d) since 2012, cyanocobalamin from 2015 to 2016, docusate sodium (colace) from 2013 to 2014, dorzolamide hydrochloride;timolol maleate (timolol + dorzolamida actavis) from 2014 to 2015, duloxetine hydrochloride (cymbalta) from 2011 to 2015, hydrocodone bitartrate;paracetamol (norco) since 2015, hydrocodone bitartrate;paracetamol (vicodin) from 2009 to 2011, hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen, iron from 2011 to 2016, lidocaine hydrochloride (lidocaine hcl) from 2011 to 2015, loratadine (loratab) from 2011 to 2014, macrogol 3350 (miralax) from 2010 to 2016, macrogol 400;propylene glycol (systane) from 2011 to 2014, melatonin from 2013 to 2016, minerals nos;vitamins nos (prenatal vitamins) from 2011 to 2015, naproxen from 2014 to 2016, omega-3 fatty acids, probiotics [umbrella term] from 2014 to 2018, sumatriptan (imitrex) since 2013, tocopherol since 2012, travoprost (travatan) from 2015 to 2016 and varenicline tartrate (chantix) since 2010. Error in f_prod_evt_latency_info:-22835-ora-22835: buffer too small for clob to char or blob to raw conversion (actual: 4163, maximum: 4000). Detail: line 12087. The patient was treated with vitamin b12 nos and surgery (2 stents in kidney, ablation, laparoscopic total hysterectomy, bilateral salpingectomy, removal of essure, cystoscopy, colonoscopic removal of polyp, multiple surgery, stent put in my illiac vein and left renal vein, surgery to remove , vascular surgeries and vulva vein removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, blindness unilateral and alopecia was resolving, the pelvic inflammatory disease, genital haemorrhage, chorioretinitis, inflammation, infection, allergy to metals, arthritis, pyrexia, discomfort, vein disorder, breast tenderness, rash, hypersensitivity, female sexual dysfunction, antinuclear antibody positive, raynaud's phenomenon, pruritus, pigmentation disorder, cyst, heart rate irregular, palpitations, cardiac disorder, nausea, teeth brittle, cognitive disorder, eye pain, balance disorder, memory impairment, dysmenorrhoea, dry eye, ocular hyperaemia, eye injury, cataract, eye inflammation, fatigue, gingival disorder, gingival recession, gingival swelling, toothache, tooth delamination, orgasm abnormal, leg pain, abdominal pain, ear pain, vulval disorder, adenomyosis, pelvic haemorrhage, tooth extraction, gastrointestinal disorder, numbness of upper extremities, open globe injury, ocular discomfort, kidney infection, intracardiac thrombus, eye colour change, hyperhidrosis, dizziness and anorgasmia outcome was unknown, the migraine, vaginal haemorrhage, menorrhagia, bacterial vaginosis, cystitis, anxiety, depression, headache, eye movement disorder, numbness in hand, dyspareunia, vaginal discharge, glaucoma, vision blurred, constipation, abdominal distension, urinary incontinence, vulvovaginal pain, joint pain, plantar fasciitis, eye haemorrhage, burning sensation, dysgeusia, urinary retention and angina pectoris had resolved and the fibromyalgia, loss of libido, urinary tract infection, blood urine present, rash papular, neck pain, back pain, muscular weakness, insomnia, abnormal faeces and lymphadenopathy had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal faeces, adenomyosis, adnexa uteri pain, adrenal disorder, allergy to metals, alopecia, angina pectoris, anorgasmia, antinuclear antibody positive, anxiety, arthritis, asthenia, autoimmune disorder, back pain, bacterial vaginosis, balance disorder, basedow's disease, bladder disorder, blindness unilateral, blood urine present, bone pain, brain injury, breast induration, breast tenderness, bromhidrosis, burning sensation, cardiac disorder, cataract, cholera, chorioretinitis, cognitive disorder, constipation, cyst, cystitis, deafness, depression, discomfort, diverticulitis, dizziness, dry eye, dysgeusia, dysmenorrhoea, dyspareunia, dysstasia, ear pain, erythema, exophthalmos, eye colour change, eye haemorrhage, eye inflammation, eye injury, eye movement disorder, eye pain, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, flank pain, gastrointestinal disorder, genital haemorrhage, gingival disorder, gingival recession, gingival swelling, glaucoma, headache, heart rate irregular, human papilloma virus test positive, hyperhidrosis, hypersensitivity, infection, inflammation, insomnia, intestinal polyp, intracardiac thrombus, intracranial pressure increased, joint pain, kidney enlargement, kidney infection, leg pain, loss of libido, lymphadenopathy, madarosis, memory impairment, menorrhagia, migraine, migraine with aura, milk allergy, multiple sclerosis, muscle atrophy, muscle spasms, muscular weakness, musculoskeletal pain, myocardial infarction, nail growth abnormal, nausea, neck pain, neuropathy peripheral, noninfective encephalitis, numbness in hand, ocular discomfort, ocular hyperaemia, oedema, onychoclasis, open globe injury, oral mucosal discolouration, orgasm abnormal, ovarian cyst, palpitations, panic attack, pelvic congestion, pelvic floor muscle weakness, pelvic haemorrhage, pelvic inflammatory disease, pelvic pain, pharyngeal swelling, phlebitis, pigmentation disorder, plantar fasciitis, post concussion syndrome, pruritus, pyrexia, rash, rash papular, raynaud's phenomenon, rectocele, red blood cell count decreased, rheumatoid arthritis, skin discolouration, skin hyperpigmentation, teeth brittle, thyroid disorder, tinnitus, tooth delamination, tooth extraction, toothache, tremor, urinary incontinence, urinary retention, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal odour, varicose vein, vascular calcification, vein disorder, vision blurred, vitamin d deficiency, vulval disorder, vulvovaginal mycotic infection, vulvovaginal pain, the first episode of dysarthria, the first episode of renal pain, numbness of upper extremities, pain in heel, pain in hip, the second episode of dysarthria and the second episode of renal pain to be related to essure. The reporter commented: my legs looked just like that! I did have a surgery to remove them and fix the leaky veins in my pelvis. She went to two doctors for two years and cried and rubbed her legs and said I have bone cancer, I must, it's deep, and this is not normal, and it went away after hysterectomy. A lot went away so far after removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: seen my coils, within both left and right cornua is metallic coiled material; on (B)(6) 2016: no kidney stones; on (B)(6) 2016: CT scan was good enough. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. 3-4 coils visible within the cornua on each side. Events received from social media post: allergic to gold/nickel, fibromyalgia, extreme arthritis, fever, cant get comfortable and vein disaster. Patient's concurrent conditions included varicose veins pelvic and leg discomfort added from social media. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic back/joint problems, glaucoma/cataracts, headaches/migraines. Expiration date : 11-2012. 686787 is not valid. Concerning the injuries reported in this case, the following one/ones were reported via social media: adenomyosis, pelvic hemorrhage, eye bleeding, 2 teeth pulled, my hand would not work, insomnia, bowel problems, burning in my neck, legs and hips, left kidney is gonna burst/my kidney is burning, left kidney is gonna burst/my kidney is burning, metal taste in mouth, my arm and hand went numb, eyeball rupture, bathrooms smells are not normal, use air freshener when I pee, eyes feel like someone is pushing them out, kidney infection/inflammation, chronic thrombus, eye get orange around them also, sweat, my bladder won't empty, light headed after sex, swollen lymph nodes, punctate inner choropathy, heart really hurts, don't orgasm anymore, can barely stand on feet, pelvic congestion, throat swelling, brain fog, veins inflamed, neuropathy, calcified vein stone, allergic to milk now, kidney was enlarged, varicose vein, ovarian cyst, nail came back, graves disease, ra symptoms, ms symptoms, pelvic floor muscle weak, edema, kidney pain, brittle nail, would peel, could not grow, diverticulitis, red blood cell count was always low, pinky fingers, I had attack that lasted 10 minutes 2 days in row, human papilloma virus came positive, intracranial pressure, brain stem inflation, ear pain, loss, ringing in ears since essure, bladder disorder, migraine with aura, exophthalmos, flank pain, panic attacks, musculoskeletal pain, muscle atrophy, breast induration, vulvovaginal mycotic infection. Most recent follow-up information incorporated above includes: on 2-dec-2019: fu 12,13,14, 15 and 16 were processed together. Information received via social media - new events - "ocular migraines, bulging of eyes, flank pain, panic attacks, joint and muscle pain, lots of muscle loss, breast was hard, horrible yeast infection, pcs, cholera, bowel polyp, foot and heel pain, rectocele, hip pain" were added. Duplicate case ((B)(4)) found for same patient, all the information, reporter and source document transfer from deletion case. On 26-nov-2019: fu 12,13,14 and 15 were processed together. No new significant information was added. On 2-dec-2019: fu 12,13, 15 and 16 were processed together. No new significant information was added. On 3-dec-2019: fu 12,13,14, 15 and 16 were processed together. Information received via social media: new event - "bladder problems" was added and outcome of event bladder disorder was added as not recovered/not resolved. On 3-dec-2019: fu 12,13,14, 15 and 16 were processed together. Social media received. Reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic inflammatory disease ('pelvic inflammatory'), genital haemorrhage ('abnormal bleeding'), autoimmune disorder ('autoimmune problems'), chorioretinitis (''pic punctate inner choropathy (eye disease)'), female sexual dysfunction ('apareunia (inability to have sexual intercourse)'), blindness ('vision loss/lost vision in my right eye'), glaucoma ('glaucoma'), cataract ('cataracts from steroid shot in eye due to inflammation'), vulval disorder ('vulva vein removed'), pelvic haemorrhage ('pelvic hemorrhage'), eye haemorrhage ('eye bleeding'), renal disorder ('left kidney is gonna burst/my kidney is burning'), pelvic congestion ('pelvic congestion'), vascular calcification ('calcified vein stone'), varicose vein ('varicose vein'), basedow's disease ('graves disease'), diverticulitis ('diverticulitis'), myocardial infarction ('I had attack that lasted 10 minutes 2 days in row') and noninfective encephalitis ('brain stem inflammation') in an adult female patient who had essure (batch no. 685787,686787-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included arrhythmia in 2012, umbilical hernia in 2008, peripheral vascular disease in 2005, may-thurner syndrome in 2005, chorioretinopathy in 2005, retinal vasculitis in 2005, pelvic congestion, venous insufficiency, stent placement, varicose vein, inflammatory bowel disease, pap smear abnormal, phlebotomy (phlebotomy of varicous veins), uterine bleeding, post procedural bleeding, bladder infection, genital bleeding, urinary tract infection and umbilical hernia repair. Previously administered products included for contraception: iud copper from 2002 to (B)(6) 2010, paraguard t-380 in 2008 and depo-provera from 2001 to 2002; for an unreported indication: copper iud. Concurrent conditions included varicose veins pelvic, leg discomfort, urinary frequency, night sweats, hot flashes, muscle weakness, joint swelling, dizziness, shortness of breath, palpitations, retention of urine, urinary incontinence, rheumatoid factor positive and chronic back pain. Concomitant products included biotin from 2013 to 2015, cefixime (flexeril) from 2012 to 2016, cholecalciferol (cholecalciferol), cholecalciferol;menadione (vitamin k+d) since 2012, cyanocobalamin from 2015 to 2016, docusate sodium (colace) from 2013 to 2014, dorzolamide hydrochloride;timolol maleate (timolol + dorzolamida actavis) from 2014 to 2015, duloxetine hydrochloride (cymbalta) from 2011 to 2015, hydrocodone bitartrate;paracetamol (norco) since 2015, hydrocodone bitartrate;paracetamol (vicodin) from 2009 to 2011, hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen, iron from 2011 to 2016, lidocaine hydrochloride (lidocaine hcl) from 2011 to 2015, loratadine (loratab) from 2011 to 2014, macrogol 3350 (miralax) from 2010 to 2016, macrogol 400;propylene glycol (systane) from 2011 to 2014, melatonin from 2013 to 2016, minerals nos;vitamins nos (prenatal vitamins) from 2011 to 2015, naproxen from 2014 to 2016, omega-3 fatty acids, probiotics [umbrella term] from 2014 to 2018, sumatriptan (imitrex) since 2013, tocopherol since 2012, travoprost (travatan) from 2015 to 2016 and varenicline tartrate (chantix) since 2010. Error in f_prod_evt_latency_info:-22835-ora-22835: buffer too small for clob to char or blob to raw conversion (actual: 4028, maximum: 4000). Detail: line 12087. The patient was treated with vitamin b12 nos and surgery (2 stents in kidney, ablation, laparoscopic total hysterectomy, bilateral salpingectomy, removal of essure, cystoscopy, multiple surgery, stent put in my illiac vein and left renal vein, surgery to remove , vascular surgeries and vulva vein removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, blindness and alopecia was resolving, the pelvic inflammatory disease, genital haemorrhage, chorioretinitis, inflammation, infection, allergy to metals, arthritis, pyrexia, discomfort, vein disorder, breast tenderness, rash, hypersensitivity, female sexual dysfunction, antinuclear antibody positive, raynaud's phenomenon, pruritus, pigmentation disorder, cyst, heart rate irregular, palpitations, cardiac disorder, nausea, teeth brittle, cognitive disorder, eye pain, balance disorder, memory impairment, dysmenorrhoea, dry eye, ocular hyperaemia, eye injury, cataract, eye inflammation, fatigue, gingival disorder, gingival recession, gingival swelling, toothache, tooth delamination, orgasm abnormal, pain in extremity, abdominal pain, ear pain, vulval disorder, adenomyosis, pelvic haemorrhage, tooth extraction, gastrointestinal disorder, renal disorder, numbness of upper extremities, open globe injury, ocular discomfort, kidney infection, intracardiac thrombus, eye colour change, hyperhidrosis, dizziness and chorioretinal atrophy outcome was unknown, the migraine, vaginal haemorrhage, menorrhagia, bacterial vaginosis, cystitis, anxiety, depression, headache, eye movement disorder, numbness in hand, dyspareunia, vaginal discharge, glaucoma, vision blurred, constipation, abdominal distension, incontinence, vulvovaginal pain, arthralgia, plantar fasciitis, eye haemorrhage, burning sensation, dysgeusia, urinary retention and angina pectoris had resolved and the fibromyalgia, loss of libido, urinary tract infection, blood urine present, skin disorder, neck pain, back pain, muscular weakness, insomnia, abnormal faeces and lymphadenopathy had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal faeces, adenomyosis, adnexa uteri pain, adrenal disorder, allergy to metals, alopecia, angina pectoris, anorgasmia, antinuclear antibody positive, anxiety, arthralgia, arthritis, asthenia, autoimmune disorder, back pain, bacterial vaginosis, balance disorder, basedow's disease, blindness, blood urine present, bone pain, breast tenderness, bromhidrosis, burning sensation, cardiac disorder, cataract, chorioretinal atrophy, chorioretinitis, cognitive disorder, constipation, cyst, cystitis, deafness, depression, discomfort, diverticulitis, dizziness, dry eye, dysgeusia, dysmenorrhoea, dyspareunia, dysstasia, ear pain, eye colour change, eye haemorrhage, eye inflammation, eye injury, eye movement disorder, eye pain, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, genital haemorrhage, gingival disorder, gingival recession, gingival swelling, glaucoma, headache, heart rate irregular, human papilloma virus test positive, hyperhidrosis, hypersensitivity, incontinence, infection, inflammation, insomnia, intracardiac thrombus, intracranial pressure increased, kidney enlargement, kidney infection, loss of libido, lymphadenopathy, madarosis, memory impairment, menorrhagia, migraine, milk allergy, multiple sclerosis, muscle spasms, muscular weakness, myocardial infarction, nail growth abnormal, nausea, neck pain, neuropathy peripheral, noninfective encephalitis, numbness in hand, ocular discomfort, ocular hyperaemia, oedema, onychoclasis, open globe injury, oral mucosal discolouration, orgasm abnormal, ovarian cyst, pain in extremity, palpitations, pelvic congestion, pelvic floor muscle weakness, pelvic haemorrhage, pelvic inflammatory disease, pelvic pain, pharyngeal swelling, phlebitis, pigmentation disorder, plantar fasciitis, pruritus, pyrexia, rash, raynaud's phenomenon, red blood cell count decreased, renal disorder, renal pain, rheumatoid arthritis, skin discolouration, skin disorder, skin hyperpigmentation, teeth brittle, thyroid disorder, tinnitus, tooth delamination, tooth extraction, toothache, tremor, urinary retention, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal odour, varicose vein, vascular calcification, vein disorder, vision blurred, vitamin d deficiency, vulval disorder, vulvovaginal pain, the first episode of dysarthria, numbness of upper extremities, skin discoloration and the second episode of dysarthria to be related to essure. The reporter commented: my legs looked just like that! I did have a surgery to remove them and fix the leaky veins in my pelvis. She went to two doctors for two years and cried and rubbed her legs and said I have bone cancer, I must, it's deep, and this is not normal, and it went away after hysterectomy. A lot went away so far after removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: seen my coils, within both left and right cornua is metallic coiled material; on (B)(6) 2016: no kidney stones; on (B)(6) 2016: CT scan was good enough. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. 3-4 coils visible within the cornua on each side. Events received from social media post: allergic to gold/nickel, fibromyalgia, extreme arthritis, fever, cant get comfortable and vein disaster. Patient's concurrent conditions included varicose veins pelvic and leg discomfort added from social media. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic back/joint problems, glaucoma/cataracts, headaches/migraines. Expiration date : 11-2012. 686787 is invalid. Concerning the injuries reported in this case, the following one/ones were reported via social media: adenomyosis, pelvic hemorrhage, eye bleeding, 2 teeth pulled, my hand would not work, insomnia, bowel problems, burning in my neck, legs and hips, left kidney is gonna burst/my kidney is burning, left kidney is gonna burst/my kidney is burning, metal taste in mouth, my arm and hand went numb, eyeball rupture, bathrooms smells are not normal, use air freshener when I pee, eyes feel like someone is pushing them out, kidney infection/inflammation, chronic thrombus, eye get orange around them also, sweat, my bladder won't empty, light headed after sex, swollen lymph nodes, punctate inner choropathy, heart really hurts, don't orgasm anymore, can barely stand on feet, pelvic congestion, throat swelling, brain fog, veins inflamed, neuropathy, calcified vein stone, allergic to milk now, kidney was enlarged, varicose vein, ovarian cyst, nail came back, graves disease, ra symptoms, ms symptoms, pelvic floor muscle weak, edema, kidney pain, brittle nail, would peel, could not grow, diverticulitis, red blood cell count was always low, pinky fingers, I had attack that lasted 10 minutes 2 days in row, human papilloma virus came positive, intracranial pressure, brain stem inflation, ear pain, loss, ringing in ears since essure most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and content from social media received. Events from social media: adenomyosis, pelvic hemorrhage, eye bleeding, 2 teeth pulled, my hand would not work, insomnia, bowel problems, burning in my neck, legs and hips, left kidney is gonna burst/my kidney is burning, left kidney is gonna burst/my kidney is burning, metal taste in mouth, my arm and hand went numb, eyeball rupture, bathrooms smells are not normal, use air freshener when I pee, eyes feel like someone is pushing them out, kidney infection/inflammation, chronic thrombus, eye get orange around them also, sweat, my bladder won't empty, light headed after sex, swollen lymph nodes, punctate inner choropathy, heart really hurts, don't orgasm anymore, can barely stand on feet, pelvic congestion, throat swelling, brain fog, veins inflamed, neuropathy, calcified vein stone, allergic to milk now, kidney was enlarged, varicose vein, ovarian cyst, nail came back, graves disease, ra symptoms, ms symptoms, pelvic floor muscle weak, edema, kidney pain, brittle nail, would peel, could not grow, diverticulitis, red blood cell count was always low, pinky fingers, I had attack that lasted 10 minutes 2 days in row, human papilloma virus came positive, intracranial pressure, brain stem inflation, ear pain, loss, ringing in ears since essure were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformant data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), pelvic inflammatory disease ("pelvic inflammatory"), autoimmune disorder ("autoimmune problems"), genital haemorrhage ("abnormal bleeding") and vulval disorder ("vulva vein removed") in a female patient who had essure (batch no. 685787) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included pelvic congestion, venous insufficiency, stent placement, peripheral vascular disease in 2005, arrhythmia in 2012, may-thurner syndrome in 2005, chorioretinopathy in 2005, retinal vasculitis in 2005, umbilical hernia in 2008, varicose vein, inflammatory bowel disease, pap smear abnormal, phlebotomy (phlebotomy of varicous veins), uterine bleeding and post procedural bleeding. Previously administered products included for contraception: iud copper from 2002 to (B)(6)2010, paraguard t-380 in 2008 and depo-provera from 2001 to 2002. Concurrent conditions included varicose veins pelvic, leg discomfort, urinary frequency, night sweats, hot flashes, muscle weakness, joint swelling, dizziness and shortness of breath. Concomitant products included biotin from 2013 to 2015, cefixime (flexeril) from 2012 to 2016, colecalciferol;menadione (vitamin k+d) since 2012, cyanocobalamin from 2015 to 2016, docusate sodium (colace) from 2013 to 2014, dorzolamide hydrochloride;timolol maleate (timolol + dorzolamida actavis) from 2014 to 2015, duloxetine hydrochloride (cymbalta) from 2011 to 2015, hydrocodone bitartrate;paracetamol (norco) since 2015, hydrocodone bitartrate;paracetamol (vicodin) from 2009 to 2011, ibuprofen, iron from 2011 to 2016, lidocaine hydrochloride (lidocaine hcl) from 2011 to 2015, loratadine (loratab) from 2011 to 2014, macrogol 3350 (miralax) from 2010 to 2016, macrogol 400;propylene glycol (systane) from 2011 to 2014, melatonin from 2013 to 2016, minerals nos;vitamins nos (prenatal vitamins) from 2011 to 2015, naproxen from 2014 to 2016, probiotics [umbrella term] from 2014 to 2018, sumatriptan (imitrex) since 2013, tocopherol since 2012, travoprost (travatan) from 2015 to 2016 and varenicline tartrate (chantix) since 2010. On(B)(6)2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criteria medically significant and intervention required), the first episode of hypersensitivity ("allergic reaction"), migraine ("migraine"), inflammation ("inflammation"), infection ("infection"), allergy to metals ("allergic to gold/nickel/ allergic to nickel and gold on patch test by dermatologist"), fibromyalgia ("I hav fibromyalgia/ fibromyalgia"), arthritis ("arthritis extreme"), pyrexia ("fever"), discomfort ("cant get comfortable"), vein disorder ("vein disaster"), loss of libido ("loss of sex drive"), breast tenderness ("lumpy tender breasts"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes"), the second episode of hypersensitivity ("allergic to everyday things"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("uti's/urinary problems"), cystitis ("bladder infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), depression ("depression"), raynaud's phenomenon ("raynaud¿s"), skin disorder ("itchy bumps on scalp"), pruritus ("itchy bumps on scalp/ itching"), pigmentation disorder ("yellowing around eyes/ legs pigmentation of skin"), cyst ("cyst like things removed (non cancer)"), headache ("headaches/ head pain"), palpitations ("palpitations"), cardiac disorder ("cardiac episodes"), nausea ("nausea"), teeth brittle ("dental problem: back teeth chipping for no reason"), cognitive disorder ("cognitive issues"), eye movement disorder ("eyes twitch/ eye tremors"), hypoaesthesia ("hand and fingers numb"), neck pain ("neck pain"), eye pain ("eye pain"), balance disorder ("loss of balance"), dysarthria ("slurred speech"), memory impairment ("memory problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), blindness ("vision loss"), dry eye ("severe dry eye"), ocular hyperaemia ("red eyes"), eye injury ("damage to eye after it ruptured"), glaucoma ("glaucoma"), cataract ("cataracts from steroid shot in eye due to inflammation"), eye inflammation ("cataracts from steroid shot in eye due to inflammation"), vision blurred ("blurry vision"), fatigue ("fatigue"), constipation ("constipation especially around my period cycle"), abdominal distension ("severe bloating"), alopecia ("hair loss"), incontinence ("severe incontinence"), gingival disorder ("gum problems"), gingival recession ("receding gums"), gingival swelling ("gems swelling"), toothache ("root canal pain"), tooth delamination ("losing enamel on sides of back teeth (turning brown)"), orgasm abnormal ("painful orgasm"), vulvovaginal pain ("pain inside vagina"), back pain ("back pain/ lower back pain"), pain in extremity ("leg pain"), abdominal pain ("abdomen pain"), arthralgia ("joint pain/ hips pain"), plantar fasciitis ("plantar fascitis"), ear pain ("ear pain") and vulval disorder (seriousness criterion medically significant) and was found to have blood urine present ("blood in urine"), antinuclear antibody positive ("positive ana") and heart rate irregular ("irregular heartbeat"). The patient was treated with surgery (ablation, laparoscopic total hysterectomy, bilateral salpingectomy, removal of essure, cystoscopy and vulva vein removed). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, autoimmune disorder, genital haemorrhage, migraine, inflammation, infection, allergy to metals, fibromyalgia, arthritis, pyrexia, discomfort, vein disorder, loss of libido, breast tenderness, rash, the last episode of hypersensitivity, blood urine present, female sexual dysfunction, anxiety, depression, antinuclear antibody positive, raynaud's phenomenon, skin disorder, pruritus, pigmentation disorder, cyst, heart rate irregular, palpitations, cardiac disorder, nausea, teeth brittle, cognitive disorder, eye movement disorder, hypoaesthesia, neck pain, eye pain, balance disorder, dysarthria, memory impairment, dysmenorrhoea, vaginal discharge, blindness, dry eye, ocular hyperaemia, eye injury, cataract, eye inflammation, vision blurred, fatigue, alopecia, incontinence, gingival disorder, gingival recession, gingival swelling, toothache, tooth delamination, orgasm abnormal, vulvovaginal pain, back pain, pain in extremity, abdominal pain, arthralgia, plantar fasciitis, ear pain and vulval disorder outcome was unknown, the vaginal haemorrhage, menorrhagia and urinary tract infection had not resolved and the bacterial vaginosis, cystitis, headache, dyspareunia, glaucoma, constipation and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, antinuclear antibody positive, anxiety, arthralgia, arthritis, autoimmune disorder, back pain, bacterial vaginosis, balance disorder, blindness, blood urine present, breast tenderness, cardiac disorder, cataract, cognitive disorder, constipation, cyst, cystitis, depression, discomfort, dry eye, dysarthria, dysmenorrhoea, dyspareunia, ear pain, eye inflammation, eye injury, eye movement disorder, eye pain, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, gingival disorder, gingival recession, gingival swelling, glaucoma, headache, heart rate irregular, hypoaesthesia, incontinence, infection, inflammation, loss of libido, memory impairment, menorrhagia, migraine, nausea, neck pain, ocular hyperaemia, orgasm abnormal, pain in extremity, palpitations, pelvic inflammatory disease, pelvic pain, pigmentation disorder, plantar fasciitis, pruritus, pyrexia, rash, raynaud's phenomenon, skin disorder, teeth brittle, tooth delamination, toothache, urinary tract infection, vaginal discharge, vaginal haemorrhage, vein disorder, vision blurred, vulval disorder, vulvovaginal pain, the first episode of hypersensitivity and the second episode of hypersensitivity to be related to essure. The reporter commented: my legs looked just like that! I did have a surgery to remove them and fix the leaky veins in my pelvis. Unfortunately had essure put in when my legs were bad. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Events received from social media post: allergic to gold/nickel, I have fibromyalgia, extreme arthritis, fever, cant get comfortable and vein disaster. The patient's concurrent conditions included varicose veins pelvic and leg discomfort added from social media. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic back/joint problems, glaucoma/cataracts, headaches/migraines. Most recent follow-up information incorporated above includes: on (B)(6)2018: plaintiff fact sheet and medical record were received. Events per pfs: loss of sex drive, lumpy tender breasts), abnormal bleeding (vaginal, menorrhagia), rashes, itching, allergic to everyday things, bacterial vaginosis, uti's/urinary problems, bladder infections, blood in urine, apareunia (inability to have sexual intercourse, anxiety, depression, positive ana ,raynaud¿s, itchy bumps on scalp, legs pigmentation of skin, yellowing around eyes, cyst like things removed (non cancer), migraines, headaches/ head pain, irregular heartbeat, palpitations, cardiac episodes, nausea, dentalproblems, cognitive issues, eyes twitch, hand and fingers numb, neck, eye pain, headaches, loss of balance, slurred speech, memory problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, vision loss, severe dry eye, red eyes, eye tremors, eye pain, damage to eye after it ruptured, glaucoma, cataracts from steroid shot in eye due to inflammation, blurry vision, fatigue, constipation especially around my period cycle, severe bloating, hair loss, severe incontinence, back teeth chipping, gum problems, receding gums, gums swelling, root canal pain, losing enamel on sides of back teeth (turning brown), painful orgasm, pain inside vagina, back pain, leg pain, abdomen pain, joint pain, plantar fasciitis, ear pain, vulva vein removed. Events per mr: pelvic inflammatory. Lot number, medical history, concurrent condition and concomitant medication were added. Incident we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic inflammatory disease ('pelvic inflammatory'), genital haemorrhage ('abnormal bleeding'), autoimmune disorder ('autoimmune problems'), female sexual dysfunction ('apareunia (inability to have sexual intercourse)'), blindness unilateral ('vision loss/lost vision in my right eye'), glaucoma ('glaucoma'), cataract ('cataracts from steroid shot in eye due to inflammation'), vulval disorder ('vulva vein removed'), pelvic haemorrhage ('pelvic hemorrhage'), eye haemorrhage ('eye bleeding'), kidney infection ('kidney infection/inflammation'), intracardiac thrombus ('chromin thrombus'), angina pectoris ('heart really hurts'), pelvic congestion ('pelvic congestion'), neuropathy peripheral ('neuropathy'), vascular calcification ('calcified vein stone'), varicose vein ('varicose vein'), basedow's disease ('graves disease'), multiple sclerosis ('ms symptoms'), rheumatoid arthritis ('ra symptoms'), diverticulitis ('diverticulitis'), myocardial infarction ('I had attack that lasted 10 minuts 2 days in row'), noninfective encephalitis ('brain stem inflammation'), multiple episodes of chorioretinitis (''pic punctate inner choropathy (eye disease)', 'punctate inner choropathy') and multiple episodes of renal pain ('kidney pain', 'left kidney is gonna burst/my kidney is burning') in an adult female patient who had essure (batch no. 685787,686787-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included arrhythmia in 2012, umbilical hernia in 2008, peripheral vascular disease in 2005, may-thurner syndrome in 2005, chorioretinopathy in 2005, retinal vasculitis in 2005, pelvic congestion, venous insufficiency, stent placement, varicose vein, inflammatory bowel disease, pap smear abnormal, phlebotomy (phlebotomy of varicous veins), uterine bleeding, post procedural bleeding, bladder infection, genital bleeding, urinary tract infection and umbilical hernia repair. Previously administered products included for contraception: iud copper from 2002 to (B)(6) 2010, paraguard t-380 in 2008 and depo-provera from 2001 to 2002; for an unreported indication: copper iud. Concurrent conditions included varicose veins pelvic, leg discomfort, urinary frequency, night sweats, hot flashes, muscle weakness, joint swelling, dizziness, shortness of breath, palpitations, retention of urine, urinary incontinence, rheumatoid factor positive and chronic back pain. Concomitant products included biotin from 2013 to 2015, cefixime (flexeril) from 2012 to 2016, colecalciferol (cholecalciferol), colecalciferol;menadione (vitamin k+d) since 2012, cyanocobalamin from 2015 to 2016, docusate sodium (colace) from 2013 to 2014, dorzolamide hydrochloride;timolol maleate (timolol + dorzolamida actavis) from 2014 to 2015, duloxetine hydrochloride (cymbalta) from 2011 to 2015, hydrocodone bitartrate;paracetamol (norco) since 2015, hydrocodone bitartrate;paracetamol (vicodin) from 2009 to 2011, hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen, iron from 2011 to 2016, lidocaine hydrochloride (lidocaine hcl) from 2011 to 2015, loratadine (loratab) from 2011 to 2014, macrogol 3350 (miralax) from 2010 to 2016, macrogol 400;propylene glycol (systane) from 2011 to 2014, melatonin from 2013 to 2016, minerals nos;vitamins nos (prenatal vitamins) from 2011 to 2015, naproxen from 2014 to 2016, omega-3 fatty acids, probiotics [umbrella term] from 2014 to 2018, sumatriptan (imitrex) since 2013, tocopherol since 2012, travoprost (travatan) from 2015 to 2016 and varenicline tartrate (chantix) since 2010. Error in f_prod_evt_latency_info:-22835-ora-22835: buffer too small for clob to char or blob to raw conversion (actual: 4168, maximum: 4000). Detail: line 12087. The patient was treated with vitamin b12 nos and surgery (2 stents in kidney, ablation, laparoscopic total hysterectomy, bilateral salpingectomy, removal of essure, cystoscopy, multiple surgery, stent put in my illiac vein and left renal vein, surgery to remove , vascular surgeries and vulva vein removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, blindness unilateral and alopecia was resolving, the pelvic inflammatory disease, genital haemorrhage, inflammation, infection, allergy to metals, arthritis, pyrexia, discomfort, vein disorder, breast tenderness, rash, hypersensitivity, female sexual dysfunction, antinuclear antibody positive, raynaud's phenomenon, pruritus, pigmentation disorder, cyst, heart rate irregular, palpitations, cardiac disorder, nausea, teeth brittle, cognitive disorder, eye pain, balance disorder, memory impairment, dysmenorrhoea, dry eye, ocular hyperaemia, eye injury, cataract, eye inflammation, fatigue, gingival disorder, gingival recession, gingival swelling, toothache, tooth delamination, orgasm abnormal, pain in extremity, abdominal pain, ear pain, vulval disorder, adenomyosis, pelvic haemorrhage, tooth extraction, gastrointestinal disorder, numbness of upper extremities, open globe injury, ocular discomfort, kidney infection, intracardiac thrombus, eye colour change, hyperhidrosis, dizziness and the last episode of chorioretinitis outcome was unknown, the migraine, vaginal haemorrhage, menorrhagia, bacterial vaginosis, cystitis, anxiety, depression, headache, eye movement disorder, numbness in hand, dyspareunia, vaginal discharge, glaucoma, vision blurred, constipation, abdominal distension, urinary incontinence, vulvovaginal pain, arthralgia, plantar fasciitis, eye haemorrhage, burning sensation, dysgeusia, urinary retention and angina pectoris had resolved and the fibromyalgia, loss of libido, urinary tract infection, blood urine present, rash papular, neck pain, back pain, muscular weakness, insomnia, abnormal faeces and lymphadenopathy had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal faeces, adenomyosis, adnexa uteri pain, adrenal disorder, allergy to metals, alopecia, angina pectoris, anorgasmia, antinuclear antibody positive, anxiety, arthralgia, arthritis, asthenia, autoimmune disorder, back pain, bacterial vaginosis, balance disorder, basedow's disease, blindness unilateral, blood urine present, bone pain, breast tenderness, bromhidrosis, burning sensation, cardiac disorder, cataract, cognitive disorder, constipation, cyst, cystitis, deafness, depression, discomfort, diverticulitis, dizziness, dry eye, dysgeusia, dysmenorrhoea, dyspareunia, dysstasia, ear pain, erythema, eye colour change, eye haemorrhage, eye inflammation, eye injury, eye movement disorder, eye pain, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, gastrointestinal disorder, genital haemorrhage, gingival disorder, gingival recession, gingival swelling, glaucoma, headache, heart rate irregular, human papilloma virus test positive, hyperhidrosis, hypersensitivity, infection, inflammation, insomnia, intracardiac thrombus, intracranial pressure increased, kidney enlargement, kidney infection, loss of libido, lymphadenopathy, madarosis, memory impairment, menorrhagia, migraine, milk allergy, multiple sclerosis, muscle spasms, muscular weakness, myocardial infarction, nail growth abnormal, nausea, neck pain, neuropathy peripheral, noninfective encephalitis, numbness in hand, ocular discomfort, ocular hyperaemia, oedema, onychoclasis, open globe injury, oral mucosal discolouration, orgasm abnormal, ovarian cyst, pain in extremity, palpitations, pelvic congestion, pelvic floor muscle weakness, pelvic haemorrhage, pelvic inflammatory disease, pelvic pain, pharyngeal swelling, phlebitis, pigmentation disorder, plantar fasciitis, pruritus, pyrexia, rash, rash papular, raynaud's phenomenon, red blood cell count decreased, rheumatoid arthritis, skin discolouration, skin hyperpigmentation, teeth brittle, thyroid disorder, tinnitus, tooth delamination, tooth extraction, toothache, tremor, urinary incontinence, urinary retention, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal odour, varicose vein, vascular calcification, vein disorder, vision blurred, vitamin d deficiency, vulval disorder, vulvovaginal pain, the first episode of chorioretinitis, the first episode of dysarthria, the first episode of renal pain, numbness of upper extremities, the second episode of chorioretinitis, the second episode of dysarthria and the second episode of renal pain to be related to essure. The reporter commented: my legs looked just like that! I did have a surgery to remove them and fix the leaky veins in my pelvis. She went to two doctors for two years and cried and rubbed her legs and said I have bone cancer, I must, it's deep, and this is not normal, and it went away after hysterectomy. A lot went away so far after removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: seen my coils, within both left and right cornua is metallic coiled material; on (B)(6) 2016: no kidney stones; on (B)(6) 2016: CT scan was good enough. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. 3-4 coils visible within the cornua on each side. Events received from social media post: allergic to gold/nickel, fibromyalgia, extreme arthritis, fever, cant get comfortable and vein disaster. Patient's concurrent conditions included varicose veins pelvic and leg discomfort added from social media. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic back/joint problems, glaucoma/cataracts, headaches/migraines. Expiration date : 11-2012. 686787 is invalid. Concerning the injuries reported in this case, the following one/ones were reported via social media: adenomyosis, pelvic hemorrhage, eye bleeding, 2 teeth pulled, my hand would not work, insomnia, bowel problems, burning in my neck, legs and hips, left kidney is gonna burst/my kidney is burning, left kidney is gonna burst/my kidney is burning, metal taste in mouth, my arm and hand went numb, eyeball rupture, bathrooms smells are not normal, use air freshener when I pee, eyes feel like someone is pushing them out, kidney infection/inflammation, chronic thrombus, eye get orange around them also, sweat, my bladder won't empty, light headed after sex, swollen lymph nodes, punctate inner choropathy, heart really hurts, don't orgasm anymore, can barely stand on feet, pelvic congestion, throat swelling, brain fog, veins inflamed, neuropathy, calcified vein stone, allergic to milk now, kidney was enlarged, varicose vein, ovarian cyst, nail came back, graves disease, ra symptoms, ms symptoms, pelvic floor muscle weak, edema, kidney pain, brittle nail, would peel, could not grow, diverticulitis, red blood cell count was always low, pinky fingers, I had attack that lasted 10 minutes 2 days in row, human papilloma virus came positive, intracranial pressure, brain stem inflation, ear pain, loss, ringing in ears since essure most recent follow-up information incorporated above includes: on 28-nov-2019: the case (B)(4) was identified as a follow up of this case. Therefore, the case (B)(4) -was deleted from argus database. New reporter added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic inflammatory disease ('pelvic inflammatory'), genital haemorrhage ('abnormal bleeding'), autoimmune disorder ('autoimmune problems'), blindness ('vision loss'), glaucoma ('glaucoma'), cataract ('cataracts from steroid shot in eye due to inflammation') and vulval disorder ('vulva vein removed') in an adult female patient who had essure (batch no. 685787,686787) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included arrhythmia in 2012, umbilical hernia in 2008, peripheral vascular disease in 2005, may-thurner syndrome in 2005, chorioretinopathy in 2005, retinal vasculitis in 2005, pelvic congestion, venous insufficiency, stent placement, varicose vein, inflammatory bowel disease, pap smear abnormal, phlebotomy (phlebotomy of varicous veins), uterine bleeding, post procedural bleeding, bladder infection, genital bleeding and urinary tract infection. Previously administered products included for contraception: iud copper from 2002 to 27-may-2010, paraguard t-380 in 2008 and depo-provera from 2001 to 2002. Concurrent conditions included varicose veins pelvic, leg discomfort, urinary frequency, night sweats, hot flashes, muscle weakness, joint swelling, dizziness, shortness of breath, palpitations, retention of urine, urinary incontinence, rheumatoid factor positive and chronic back pain. Concomitant products included biotin from 2013 to 2015, cefixime (flexeril) from 2012 to 2016, colecalciferol (cholecalciferol), colecalciferol;menadione (vitamin k+d) since 2012, cyanocobalamin from 2015 to 2016, docusate sodium (colace) from 2013 to 2014, dorzolamide hydrochloride;timolol maleate (timolol + dorzolamida actavis) from 2014 to 2015, duloxetine hydrochloride (cymbalta) from 2011 to 2015, hydrocodone bitartrate;paracetamol (norco) since 2015, hydrocodone bitartrate;paracetamol (vicodin) from 2009 to 2011, hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen, iron from 2011 to 2016, lidocaine hydrochloride (lidocaine hcl) from 2011 to 2015, loratadine (loratab) from 2011 to 2014, macrogol 3350 (miralax) from 2010 to 2016, macrogol 400;propylene glycol (systane) from 2011 to 2014, melatonin from 2013 to 2016, minerals nos;vitamins nos (prenatal vitamins) from 2011 to 2015, naproxen from 2014 to 2016, omega-3 fatty acids, probiotics [umbrella term] from 2014 to 2018, sumatriptan (imitrex) since 2013, tocopherol since 2012, travoprost (travatan) from 2015 to 2016 and varenicline tartrate (chantix) since 2010. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), allergic reaction ("allergic reaction"), migraine ("migraine"), inflammation ("inflammation"), infection ("infection"), allergy to metals ("allergic to gold/nickel/ allergic to nickel and gold on patch test by dermatologist"), fibromyalgia ("I hav fibromyalgia/ fibromyalgia"), arthritis ("arthritis extreme"), pyrexia ("fever"), discomfort ("cant get comfortable"), vein disorder ("vein disaster"), loss of libido ("loss of sex drive"), breast tenderness ("lumpy tender breasts"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes"), allergy ("allergic to everyday things"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("uti's/urinary problems"), cystitis ("bladder infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), depression ("depression"), raynaud's phenomenon ("raynaud¿s"), skin disorder ("itchy bumps on scalp"), pruritus ("itchy bumps on scalp/ itching"), pigmentation disorder ("yellowing around eyes/ legs pigmentation of skin"), cyst ("cyst like things removed (non cancer)"), headache ("headaches/ head pain"), palpitations ("palpitations"), cardiac disorder ("cardiac episodes"), nausea ("nausea"), teeth brittle ("dental problem: back teeth chipping for no reason"), cognitive disorder ("cognitive issues"), eye movement disorder ("eyes twitch/ eye tremors"), hypoaesthesia ("hand and fingers numb"), neck pain ("neck pain"), eye pain ("eye pain"), balance disorder ("loss of balance"), dysarthria ("slurred speech"), memory impairment ("memory problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), blindness (seriousness criterion medically significant), dry eye ("severe dry eye"), ocular hyperaemia ("red eyes"), eye injury ("damage to eye after it ruptured"), glaucoma (seriousness criterion medically significant), cataract (seriousness criterion medically significant), eye inflammation ("cataracts from steroid shot in eye due to inflammation"), vision blurred ("blurry vision"), fatigue ("fatigue"), constipation ("constipation especially around my period cycle"), abdominal distension ("severe bloating"), alopecia ("hair loss"), incontinence ("severe incontinence"), gingival disorder ("gum problems"), gingival recession ("receding gums"), gingival swelling ("gems swelling"), toothache ("root canal pain"), tooth delamination ("losing enamel on sides of back teeth (turning brown)"), orgasm abnormal ("painful orgasm"), vulvovaginal pain ("pain inside vagina"), back pain ("back pain/ lower back pain"), pain in extremity ("leg pain"), abdominal pain ("abdomen pain"), arthralgia ("joint pain/ hips pain"), plantar fasciitis ("plantar fascitis"), ear pain ("ear pain") and vulval disorder (seriousness criterion medically significant) and was found to have blood urine present ("blood in urine"), antinuclear antibody positive ("positive ana") and heart rate irregular ("irregular heartbeat"). The patient was treated with surgery (ablation, laparoscopic total hysterectomy, bilateral salpingectomy, removal of essure, cystoscopy and vulva vein removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, genital haemorrhage, autoimmune disorder, allergic reaction, migraine, inflammation, infection, allergy to metals, fibromyalgia, arthritis, pyrexia, discomfort, vein disorder, loss of libido, breast tenderness, rash, allergy, blood urine present, female sexual dysfunction, anxiety, depression, antinuclear antibody positive, raynaud's phenomenon, skin disorder, pruritus, pigmentation disorder, cyst, heart rate irregular, palpitations, cardiac disorder, nausea, teeth brittle, cognitive disorder, eye movement disorder, hypoaesthesia, neck pain, eye pain, balance disorder, dysarthria, memory impairment, dysmenorrhoea, vaginal discharge, blindness, dry eye, ocular hyperaemia, eye injury, cataract, eye inflammation, vision blurred, fatigue, alopecia, incontinence, gingival disorder, gingival recession, gingival swelling, toothache, tooth delamination, orgasm abnormal, vulvovaginal pain, back pain, pain in extremity, abdominal pain, arthralgia, plantar fasciitis, ear pain and vulval disorder outcome was unknown, the vaginal haemorrhage, menorrhagia and urinary tract infection had not resolved and the bacterial vaginosis, cystitis, headache, dyspareunia, glaucoma, constipation and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, allergic reaction, allergy to metals, alopecia, antinuclear antibody positive, anxiety, arthralgia, arthritis, autoimmune disorder, back pain, bacterial vaginosis, balance disorder, blindness, blood urine present, breast tenderness, cardiac disorder, cataract, cognitive disorder, constipation, cyst, cystitis, depression, discomfort, dry eye, dysarthria, dysmenorrhoea, dyspareunia, ear pain, eye inflammation, eye injury, eye movement disorder, eye pain, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, gingival disorder, gingival recession, gingival swelling, glaucoma, headache, heart rate irregular, hypoaesthesia, incontinence, infection, inflammation, loss of libido, memory impairment, menorrhagia, migraine, nausea, neck pain, ocular hyperaemia, orgasm abnormal, pain in extremity, palpitations, pelvic inflammatory disease, pelvic pain, pigmentation disorder, plantar fasciitis, pruritus, pyrexia, rash, raynaud's phenomenon, skin disorder, teeth brittle, tooth delamination, toothache, urinary tract infection, vaginal discharge, vaginal haemorrhage, vein disorder, vision blurred, vulval disorder, vulvovaginal pain and allergy to be related to essure. The reporter commented: my legs looked just like that! I did have a surgery to remove them and fix the leaky veins in my pelvis. 3-4 coils visible within the cornua on each side. Unfortunately had essure put in when my legs were bad. Within both the left and right cornua are metallic coiled material. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Events received from social media post: allergic to gold/nickel, I have fibromyalgia, extreme arthritis, fever, cant get comfortable and vein disaster. The patient's concurrent conditions included varicose veins pelvic and leg discomfort added from social media. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic back/joint problems, glaucoma/cataracts, headaches/migraines. Expiration date : (B)(6) 2012 . Most recent follow-up information incorporated above includes: on 8-aug-2019: mr received : reporter, medical history, concomitant drug and lot number added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic inflammatory disease ('pelvic inflammatory'), genital haemorrhage ('abnormal bleeding'), autoimmune disorder ('autoimmune problems'), blindness ('vision loss'), glaucoma ('glaucoma'), cataract ('cataracts from steroid shot in eye due to inflammation') and vulval disorder ('vulva vein removed') in an adult female patient who had essure (batch no. 685787,686787-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included arrhythmia in 2012, umbilical hernia in 2008, peripheral vascular disease in 2005, may-thurner syndrome in 2005, chorioretinopathy in 2005, retinal vasculitis in 2005, pelvic congestion, venous insufficiency, stent placement, varicose vein, inflammatory bowel disease, pap smear abnormal, phlebotomy (phlebotomy of varicous veins), uterine bleeding, post procedural bleeding, bladder infection, genital bleeding and urinary tract infection. Previously administered products included for contraception: iud copper from 2002 to (B)(6) 2010, paraguard t-380 in 2008 and depo-provera from 2001 to 2002. Concurrent conditions included varicose veins pelvic, leg discomfort, urinary frequency, night sweats, hot flashes, muscle weakness, joint swelling, dizziness, shortness of breath, palpitations, retention of urine, urinary incontinence, rheumatoid factor positive and chronic back pain. Concomitant products included biotin from 2013 to 2015, cefixime (flexeril) from 2012 to 2016, cholecalciferol (cholecalciferol), cholecalciferol;menadione (vitamin k+d) since 2012, cyanocobalamin from 2015 to 2016, docusate sodium (colace) from 2013 to 2014, dorzolamide hydrochloride;timolol maleate (timolol + dorzolamida actavis) from 2014 to 2015, duloxetine hydrochloride (cymbalta) from 2011 to 2015, hydrocodone bitartrate;paracetamol (norco) since 2015, hydrocodone bitartrate;paracetamol (vicodin) from 2009 to 2011, hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen, iron from 2011 to 2016, lidocaine hydrochloride (lidocaine hcl) from 2011 to 2015, loratadine (loratab) from 2011 to 2014, macrogol 3350 (miralax) from 2010 to 2016, macrogol 400;propylene glycol (systane) from 2011 to 2014, melatonin from 2013 to 2016, minerals nos;vitamins nos (prenatal vitamins) from 2011 to 2015, naproxen from 2014 to 2016, omega-3 fatty acids, probiotics [umbrella term] from 2014 to 2018, sumatriptan (imitrex) since 2013, tocopherol since 2012, travoprost (travatan) from 2015 to 2016 and varenicline tartrate (chantix) since 2010. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pelvic inflammatory disease (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), allergic reaction ("allergic reaction"), migraine ("migraine"), inflammation ("inflammation"), infection ("infection"), allergy to metals ("allergic to gold/nickel/ allergic to nickel and gold on patch test by dermatologist"), fibromyalgia ("I hav fibromyalgia/ fibromyalgia"), arthritis ("arthritis extreme"), pyrexia ("fever"), discomfort ("cant get comfortable"), vein disorder ("vein disaster"), loss of libido ("loss of sex drive"), breast tenderness ("lumpy tender breasts"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), rash ("rashes"), allergy ("allergic to everyday things"), bacterial vaginosis ("bacterial vaginosis"), urinary tract infection ("uti's/urinary problems"), cystitis ("bladder infections"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), anxiety ("anxiety"), depression ("depression"), raynaud's phenomenon ("raynaud¿s"), skin disorder ("itchy bumps on scalp"), pruritus ("itchy bumps on scalp/ itching"), pigmentation disorder ("yellowing around eyes/ legs pigmentation of skin"), cyst ("cyst like things removed (non cancer)"), headache ("headaches/ head pain"), palpitations ("palpitations"), cardiac disorder ("cardiac episodes"), nausea ("nausea"), teeth brittle ("dental problem: back teeth chipping for no reason"), cognitive disorder ("cognitive issues"), eye movement disorder ("eyes twitch/ eye tremors"), hypoaesthesia ("hand and fingers numb"), neck pain ("neck pain"), eye pain ("eye pain"), balance disorder ("loss of balance"), dysarthria ("slurred speech"), memory impairment ("memory problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), blindness (seriousness criterion medically significant), dry eye ("severe dry eye"), ocular hyperaemia ("red eyes"), eye injury ("damage to eye after it ruptured"), glaucoma (seriousness criterion medically significant), cataract (seriousness criterion medically significant), eye inflammation ("cataracts from steroid shot in eye due to inflammation"), vision blurred ("blurry vision"), fatigue ("fatigue"), constipation ("constipation especially around my period cycle"), abdominal distension ("severe bloating"), alopecia ("hair loss"), incontinence ("severe incontinence"), gingival disorder ("gum problems"), gingival recession ("receding gums"), gingival swelling ("gems swelling"), toothache ("root canal pain"), tooth delamination ("losing enamel on sides of back teeth (turning brown)"), orgasm abnormal ("painful orgasm"), vulvovaginal pain ("pain inside vagina"), back pain ("back pain/ lower back pain"), pain in extremity ("leg pain"), abdominal pain ("abdomen pain"), arthralgia ("joint pain/ hips pain"), plantar fasciitis ("plantar fascitis"), ear pain ("ear pain") and vulval disorder (seriousness criterion medically significant) and was found to have blood urine present ("blood in urine"), antinuclear antibody positive ("positive ana") and heart rate irregular ("irregular heartbeat"). The patient was treated with surgery (ablation, laparoscopic total hysterectomy, bilateral salpingectomy, removal of essure, cystoscopy and vulva vein removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, pelvic inflammatory disease, genital haemorrhage, autoimmune disorder, allergic reaction, migraine, inflammation, infection, allergy to metals, fibromyalgia, arthritis, pyrexia, discomfort, vein disorder, loss of libido, breast tenderness, rash, allergy, blood urine present, female sexual dysfunction, anxiety, depression, antinuclear antibody positive, raynaud's phenomenon, skin disorder, pruritus, pigmentation disorder, cyst, heart rate irregular, palpitations, cardiac disorder, nausea, teeth brittle, cognitive disorder, eye movement disorder, hypoaesthesia, neck pain, eye pain, balance disorder, dysarthria, memory impairment, dysmenorrhoea, vaginal discharge, blindness, dry eye, ocular hyperaemia, eye injury, cataract, eye inflammation, vision blurred, fatigue, alopecia, incontinence, gingival disorder, gingival recession, gingival swelling, toothache, tooth delamination, orgasm abnormal, vulvovaginal pain, back pain, pain in extremity, abdominal pain, arthralgia, plantar fasciitis, ear pain and vulval disorder outcome was unknown, the vaginal haemorrhage, menorrhagia and urinary tract infection had not resolved and the bacterial vaginosis, cystitis, headache, dyspareunia, glaucoma, constipation and abdominal distension had resolved. The reporter considered abdominal distension, abdominal pain, allergic reaction, allergy to metals, alopecia, antinuclear antibody positive, anxiety, arthralgia, arthritis, autoimmune disorder, back pain, bacterial vaginosis, balance disorder, blindness, blood urine present, breast tenderness, cardiac disorder, cataract, cognitive disorder, constipation, cyst, cystitis, depression, discomfort, dry eye, dysarthria, dysmenorrhoea, dyspareunia, ear pain, eye inflammation, eye injury, eye movement disorder, eye pain, fatigue, female sexual dysfunction, fibromyalgia, genital haemorrhage, gingival disorder, gingival recession, gingival swelling, glaucoma, headache, heart rate irregular, hypoaesthesia, incontinence, infection, inflammation, loss of libido, memory impairment, menorrhagia, migraine, nausea, neck pain, ocular hyperaemia, orgasm abnormal, pain in extremity, palpitations, pelvic inflammatory disease, pelvic pain, pigmentation disorder, plantar fasciitis, pruritus, pyrexia, rash, raynaud's phenomenon, skin disorder, teeth brittle, tooth delamination, toothache, urinary tract infection, vaginal discharge, vaginal haemorrhage, vein disorder, vision blurred, vulval disorder, vulvovaginal pain and allergy to be related to essure. The reporter commented: my legs looked just like that! I did have a surgery to remove them and fix the leaky veins in my pelvis. 3-4 coils visible within the cornua on each side. Unfortunately had essure put in when my legs were bad. Within both the left and right cornua are metallic coiled material. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Events received from social media post: allergic to gold/nickel, I have fibromyalgia, extreme arthritis, fever, cant get comfortable and vein disaster. The patient's concurrent conditions included varicose veins pelvic and leg discomfort added from social media. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic back/joint problems, glaucoma/cataracts, headaches/migraines. Expiration date : 11-2012. 686787 is invalid most recent follow-up information incorporated above includes: on 14-aug-2019: ¿update of information (batch is not valid)¿ we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune problems") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included varicose veins pelvic and leg discomfort. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), migraine ("migraine"), inflammation ("inflammation"), infection ("infection"), allergy to metals ("allergic to gold/nickel"), fibromyalgia ("I hav fibromyalgia"), arthritis ("arthritis extreme"), pyrexia ("fever"), discomfort ("cant get comfortable") and vein disorder ("vein disaster"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, hypersensitivity, migraine, inflammation, infection, allergy to metals, fibromyalgia, arthritis, pyrexia, discomfort and vein disorder outcome was unknown. The reporter considered allergy to metals, arthritis, autoimmune disorder, discomfort, fibromyalgia, genital haemorrhage, hypersensitivity, infection, inflammation, migraine, pelvic pain, pyrexia and vein disorder to be related to essure. The reporter commented: my legs looked just like that! I did have a surgery to remove them and fix the leaky veins in my pelvis. Unfortunately had essure put in when my legs were bad. Events received from social media post: allergic to gold/nickel, I have fibromyalgia, extreme arthritis, fever, cant get comfortable and vein disaster. The patient's concurrent conditions included varicose veins pelvic and leg discomfort added from social media. Most recent follow-up information incorporated above includes: on (B)(6) 2018: social media post received. New reporter added. Concomittant conditions added. Events received from social media post: allergic to gold/nickel, I have fibromyalgia, extreme arthritis, fever, cant get comfortable and vein disaster. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic inflammatory disease ('pelvic inflammatory'), genital haemorrhage ('abnormal bleeding'), autoimmune disorder ('autoimmune problems'), chorioretinitis (''pic punctate inner choropathy (eye disease)'), female sexual dysfunction ('apareunia (inability to have sexual intercourse)'), blindness unilateral ('vision loss/lost vision in my right eye'), glaucoma ('glaucoma'), cataract ('cataracts from steroid shot in eye due to inflammation'), vulval disorder ('vulva vein removed'), pelvic haemorrhage ('pelvic hemorrhage'), eye haemorrhage ('eye bleeding'), open globe injury ('eyeball rupture'), kidney infection ('kidney infection/inflammation'), intracardiac thrombus ('chromin thrombus'), urinary retention ('my bladder won't empty'), angina pectoris ('heart really hurts'), pelvic congestion ('pelvic congestion'), neuropathy peripheral ('neuropathy'), vascular calcification ('calcified vein stone'), varicose vein ('varicose vein'), basedow's disease ('graves disease'), multiple sclerosis ('ms symptoms'), rheumatoid arthritis ('ra symptoms'), diverticulitis ('diverticulitis'), myocardial infarction ('I had attack that lasted 10 minuts 2 days in row'), noninfective encephalitis ('brain stem inflammation'), exophthalmos ('bulging of eyes'), cholera ('chlolera'), intestinal polyp ('bowel polyp'), brain injury ('damaged my brain') and multiple episodes of renal pain ('kidney pain', 'left kidney is gonna burst/my kidney is burning') in an adult female patient who had essure (batch no. 685787,686787-not valid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included arrhythmia in 2012, umbilical hernia in 2008, peripheral vascular disease in 2005, may-thurner syndrome in 2005, chorioretinopathy in 2005, retinal vasculitis in 2005, pelvic congestion, venous insufficiency, stent placement, varicose vein, inflammatory bowel disease, pap smear abnormal, phlebotomy (phlebotomy of varicous veins), uterine bleeding, post procedural bleeding, bladder infection, genital bleeding, urinary tract infection and umbilical hernia repair. Previously administered products included for contraception: iud copper from 2002 to (B)(6) 2010, paraguard t-380 in 2008 and depo-provera from 2001 to 2002; for an unreported indication: copper iud. Concurrent conditions included varicose veins pelvic, leg discomfort, urinary frequency, night sweats, hot flashes, muscle weakness, joint swelling, dizziness, shortness of breath, palpitations, retention of urine, urinary incontinence, rheumatoid factor positive and chronic back pain. Concomitant products included biotin from 2013 to 2015, cefixime (flexeril) from 2012 to 2016, cholecalciferol (cholecalciferol), cholecalciferol;menadione (vitamin k+d) since 2012, cyanocobalamin from 2015 to 2016, docusate sodium (colace) from 2013 to 2014, dorzolamide hydrochloride;timolol maleate (timolol + dorzolamida actavis) from 2014 to 2015, duloxetine hydrochloride (cymbalta) from 2011 to 2015, hydrocodone bitartrate;paracetamol (norco) since 2015, hydrocodone bitartrate;paracetamol (vicodin) from 2009 to 2011, hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen, iron from 2011 to 2016, lidocaine hydrochloride (lidocaine hcl) from 2011 to 2015, loratadine (loratab) from 2011 to 2014, macrogol 3350 (miralax) from 2010 to 2016, macrogol 400;propylene glycol (systane) from 2011 to 2014, melatonin from 2013 to 2016, minerals nos;vitamins nos (prenatal vitamins) from 2011 to 2015, naproxen from 2014 to 2016, omega-3 fatty acids, probiotics [umbrella term] from 2014 to 2018, sumatriptan (imitrex) since 2013, tocopherol since 2012, travoprost (travatan) from 2015 to 2016 and varenicline tartrate (chantix) since 2010. Error in f_prod_evt_latency_info:-22835-ora-22835: buffer too small for clob to char or blob to raw conversion (actual: 4163, maximum: 4000). Detail: line 12087 the patient was treated with vitamin b12 nos and surgery (2 stents in kidney, ablation, laparoscopic total hysterectomy, bilateral salpingectomy, removal of essure, cystoscopy, colonoscopic removal of polyp, multiple surgery, stent put in my illiac vein and left renal vein, surgery to remove , vascular surgeries and vulva vein removed). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, blindness unilateral and alopecia was resolving, the pelvic inflammatory disease, genital haemorrhage, chorioretinitis, inflammation, infection, allergy to metals, arthritis, pyrexia, discomfort, vein disorder, breast tenderness, rash, hypersensitivity, female sexual dysfunction, antinuclear antibody positive, raynaud's phenomenon, pruritus, pigmentation disorder, cyst, heart rate irregular, palpitations, cardiac disorder, nausea, teeth brittle, cognitive disorder, eye pain, balance disorder, memory impairment, dysmenorrhoea, dry eye, ocular hyperaemia, eye injury, cataract, eye inflammation, fatigue, gingival disorder, gingival recession, gingival swelling, toothache, tooth delamination, orgasm abnormal, leg pain, abdominal pain, ear pain, vulval disorder, adenomyosis, pelvic haemorrhage, tooth extraction, gastrointestinal disorder, numbness of upper extremities, open globe injury, ocular discomfort, kidney infection, intracardiac thrombus, eye colour change, hyperhidrosis, dizziness and anorgasmia outcome was unknown, the migraine, vaginal haemorrhage, menorrhagia, bacterial vaginosis, cystitis, anxiety, depression, headache, eye movement disorder, numbness in hand, dyspareunia, vaginal discharge, glaucoma, vision blurred, constipation, abdominal distension, urinary incontinence, vulvovaginal pain, joint pain, plantar fasciitis, eye haemorrhage, burning sensation, dysgeusia, urinary retention and angina pectoris had resolved and the fibromyalgia, loss of libido, urinary tract infection, blood urine present, rash papular, neck pain, back pain, muscular weakness, insomnia, abnormal faeces and lymphadenopathy had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal faeces, adenomyosis, adnexa uteri pain, adrenal disorder, allergy to metals, alopecia, angina pectoris, anorgasmia, antinuclear antibody positive, anxiety, arthritis, asthenia, autoimmune disorder, back pain, bacterial vaginosis, balance disorder, basedow's disease, bladder disorder, blindness unilateral, blood urine present, bone pain, brain injury, breast induration, breast tenderness, bromhidrosis, burning sensation, cardiac disorder, cataract, cholera, chorioretinitis, cognitive disorder, constipation, cyst, cystitis, deafness, depression, discomfort, diverticulitis, dizziness, dry eye, dysgeusia, dysmenorrhoea, dyspareunia, dysstasia, ear pain, erythema, exophthalmos, eye colour change, eye haemorrhage, eye inflammation, eye injury, eye movement disorder, eye pain, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, flank pain, gastrointestinal disorder, genital haemorrhage, gingival disorder, gingival recession, gingival swelling, glaucoma, headache, heart rate irregular, human papilloma virus test positive, hyperhidrosis, hypersensitivity, infection, inflammation, insomnia, intestinal polyp, intracardiac thrombus, intracranial pressure increased, joint pain, kidney enlargement, kidney infection, leg pain, loss of libido, lymphadenopathy, madarosis, memory impairment, menorrhagia, migraine, migraine with aura, milk allergy, multiple sclerosis, muscle atrophy, muscle spasms, muscular weakness, musculoskeletal pain, myocardial infarction, nail growth abnormal, nausea, neck pain, neuropathy peripheral, noninfective encephalitis, numbness in hand, ocular discomfort, ocular hyperaemia, oedema, onychoclasis, open globe injury, oral mucosal discolouration, orgasm abnormal, ovarian cyst, palpitations, panic attack, pelvic congestion, pelvic floor muscle weakness, pelvic haemorrhage, pelvic inflammatory disease, pelvic pain, pharyngeal swelling, phlebitis, pigmentation disorder, plantar fasciitis, post concussion syndrome, pruritus, pyrexia, rash, rash papular, raynaud's phenomenon, rectocele, red blood cell count decreased, rheumatoid arthritis, skin discolouration, skin hyperpigmentation, teeth brittle, thyroid disorder, tinnitus, tooth delamination, tooth extraction, toothache, tremor, urinary incontinence, urinary retention, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal odour, varicose vein, vascular calcification, vein disorder, vision blurred, vitamin d deficiency, vulval disorder, vulvovaginal mycotic infection, vulvovaginal pain, the first episode of dysarthria, the first episode of renal pain, foot pain, numbness of upper extremities, pain in hip, the second episode of dysarthria and the second episode of renal pain to be related to essure. The reporter commented: my legs looked just like that! I did have a surgery to remove them and fix the leaky veins in my pelvis. She went to two doctors for two years and cried and rubbed her legs and said I have bone cancer, I must, it's deep, and this is not normal, and it went away after hysterectomy. A lot went away so far after removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2016: seen my coils, within both left and right cornua is metallic coiled material; on (B)(6) 2016: no kidney stones; on (B)(6) 2016: CT scan was good enough. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. 3-4 coils visible within the cornua on each side. Events received from social media post: allergic to gold/nickel, fibromyalgia, extreme arthritis, fever, cant get comfortable and vein disaster. Patient's concurrent conditions included varicose veins pelvic and leg discomfort added from social media. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic back/joint problems, glaucoma/cataracts, headaches/migraines. Expiration date : 11-2012 686787 is not valid concerning the injuries reported in this case, the following one/ones were reported via social media: adenomyosis, pelvic hemorrhage, eye bleeding, 2 teeth pulled, my hand would not work, insomnia, bowel problems, burning in my neck, legs and hips, left kidney is gonna burst/my kidney is burning, left kidney is gonna burst/my kidney is burning, metal taste in mouth, my arm and hand went numb, eyeball rupture, bathrooms smells are not normal, use air freshener when I pee, eyes feel like someone is pushing them out, kidney infection/inflammation, chronic thrombus, eye get orange around them also, sweat, my bladder won't empty, light headed after sex, swollen lymph nodes, punctate inner choropathy, heart really hurts, don't orgasm anymore, can barely stand on feet, pelvic congestion, throat swelling, brain fog, veins inflamed, neuropathy, calcified vein stone, allergic to milk now, kidney was enlarged, varicose vein, ovarian cyst, nail came back, graves disease, ra symptoms, ms symptoms, pelvic floor muscle weak, edema, kidney pain, brittle nail, would peel, could not grow, diverticulitis, red blood cell count was always low, pinky fingers, I had attack that lasted 10 minutes 2 days in row, human papilloma virus came positive, intracranial pressure, brain stem inflation, ear pain, loss, ringing in ears since essure, bladder disorder, migraine with aura, exophthalmos, flank pain, panic attacks, musculoskeletal pain, muscle atrophy, breast induration, vulvovaginal mycotic infection. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), pelvic inflammatory disease ('pelvic inflammatory'), genital haemorrhage ('abnormal bleeding'), autoimmune disorder ('autoimmune problems'), chorioretinitis (''pic punctate inner choropathy (eye disease)'), female sexual dysfunction ('apareunia (inability to have sexual intercourse)'), blindness unilateral ('vision loss/lost vision in my right eye'), glaucoma ('glaucoma'), cataract ('cataracts from steroid shot in eye due to inflammation'), vulval disorder ('vulva vein removed'), pelvic haemorrhage ('pelvic hemorrhage'), eye haemorrhage ('eye bleeding'), open globe injury ('eyeball rupture'), kidney infection ('kidney infection/inflammation'), intracardiac thrombus ('chromin thrombus'), urinary retention ('my bladder won't empty'), angina pectoris ('heart really hurts'), pelvic congestion ('pelvic congestion'), neuropathy peripheral ('neuropathy'), vascular calcification ('calcified vein stone'), varicose vein ('varicose vein'), basedow's disease ('graves disease'), multiple sclerosis ('ms symptoms'), rheumatoid arthritis ('ra symptoms'), diverticulitis ('diverticulitis'), myocardial infarction ('I had attack that lasted 10 minuts 2 days in row'), noninfective encephalitis ('brain stem inflammation'), exophthalmos ('bulging of eyes'), cholera ('chlolera'), intestinal polyp ('bowel polyp'), brain injury ('damaged my brain') and multiple episodes of renal pain ('kidney pain', 'left kidney is gonna burst/my kidney is burning') in an adult female patient who had essure (batch no. 685787,686787-invalid) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included arrhythmia in 2012, umbilical hernia in 2008, peripheral vascular disease in 2005, may-thurner syndrome in 2005, chorioretinopathy in 2005, retinal vasculitis in 2005, pelvic congestion, venous insufficiency, stent placement, varicose vein, inflammatory bowel disease, pap smear abnormal, phlebotomy (phlebotomy of varicous veins), uterine bleeding, post procedural bleeding, bladder infection, genital bleeding, urinary tract infection and umbilical hernia repair. Previously administered products included for contraception: iud copper from 2002 to 27-may-2010, paraguard t-380 in 2008 and depo-provera from 2001 to 2002; for an unreported indication: copper iud. Concurrent conditions included varicose veins pelvic, leg discomfort, urinary frequency, night sweats, hot flashes, muscle weakness, joint swelling, dizziness, shortness of breath, palpitations, retention of urine, urinary incontinence, rheumatoid factor positive and chronic back pain. Concomitant products included biotin from 2013 to 2015, cefixime (flexeril) from 2012 to 2016, colecalciferol (cholecalciferol), colecalciferol;menadione (vitamin k+d) since 2012, cyanocobalamin from 2015 to 2016, docusate sodium (colace) from 2013 to 2014, dorzolamide hydrochloride;timolol maleate (timolol + dorzolamida actavis) from 2014 to 2015, duloxetine hydrochloride (cymbalta) from 2011 to 2015, hydrocodone bitartrate;paracetamol (norco) since 2015, hydrocodone bitartrate;paracetamol (vicodin) from 2009 to 2011, hydrocodone;paracetamol (acetaminophen;hydrocodone), ibuprofen, iron from 2011 to 2016, lidocaine hydrochloride (lidocaine hcl) from 2011 to 2015, loratadine (loratab) from 2011 to 2014, macrogol 3350 (miralax) from 2010 to 2016, macrogol 400;propylene glycol (systane) from 2011 to 2014, melatonin from 2013 to 2016, minerals nos;vitamins nos (prenatal vitamins) from 2011 to 2015, naproxen from 2014 to 2016, omega-3 fatty acids, probiotics [umbrella term] from 2014 to 2018, sumatriptan (imitrex) since 2013, tocopherol since 2012, travoprost (travatan) from 2015 to 2016 and varenicline tartrate (chantix) since 2010. Error in f_prod_evt_latency_info:-22835-ora-22835: buffer too small for clob to char or blob to raw conversion (actual: 4163, maximum: 4000). Detail: line 12087 the patient was treated with vitamin b12 nos and surgery (2 stents in kidney, ablation, laparoscopic total hysterectomy, bilateral salpingectomy, removal of essure, cystoscopy, colonoscopic removal of polyp, multiple surgery, stent put in my illiac vein and left renal vein, surgery to remove , vascular surgeries and vulva vein removed). Essure was removed on 28-jul-2016. At the time of the report, the pelvic pain, autoimmune disorder, blindness unilateral and alopecia was resolving, the pelvic inflammatory disease, genital haemorrhage, chorioretinitis, inflammation, infection, allergy to metals, arthritis, pyrexia, discomfort, vein disorder, breast tenderness, rash, hypersensitivity, female sexual dysfunction, antinuclear antibody positive, raynaud's phenomenon, pruritus, pigmentation disorder, cyst, heart rate irregular, palpitations, cardiac disorder, nausea, teeth brittle, cognitive disorder, eye pain, balance disorder, memory impairment, dysmenorrhoea, dry eye, ocular hyperaemia, eye injury, cataract, eye inflammation, fatigue, gingival disorder, gingival recession, gingival swelling, toothache, tooth delamination, orgasm abnormal, leg pain, abdominal pain, ear pain, vulval disorder, adenomyosis, pelvic haemorrhage, tooth extraction, gastrointestinal disorder, numbness of upper extremities, open globe injury, ocular discomfort, kidney infection, intracardiac thrombus, eye colour change, hyperhidrosis, dizziness and anorgasmia outcome was unknown, the migraine, vaginal haemorrhage, menorrhagia, bacterial vaginosis, cystitis, anxiety, depression, headache, eye movement disorder, numbness in hand, dyspareunia, vaginal discharge, glaucoma, vision blurred, constipation, abdominal distension, urinary incontinence, vulvovaginal pain, joint pain, plantar fasciitis, eye haemorrhage, burning sensation, dysgeusia, urinary retention and angina pectoris had resolved and the fibromyalgia, loss of libido, urinary tract infection, blood urine present, rash papular, neck pain, back pain, muscular weakness, insomnia, abnormal faeces and lymphadenopathy had not resolved. The reporter considered abdominal distension, abdominal pain, abnormal faeces, adenomyosis, adnexa uteri pain, adrenal disorder, allergy to metals, alopecia, angina pectoris, anorgasmia, antinuclear antibody positive, anxiety, arthritis, asthenia, autoimmune disorder, back pain, bacterial vaginosis, balance disorder, basedow's disease, bladder disorder, blindness unilateral, blood urine present, bone pain, brain injury, breast induration, breast tenderness, bromhidrosis, burning sensation, cardiac disorder, cataract, cholera, chorioretinitis, cognitive disorder, constipation, cyst, cystitis, deafness, depression, discomfort, diverticulitis, dizziness, dry eye, dysgeusia, dysmenorrhoea, dyspareunia, dysstasia, ear pain, erythema, exophthalmos, eye colour change, eye haemorrhage, eye inflammation, eye injury, eye movement disorder, eye pain, fatigue, feeling abnormal, female sexual dysfunction, fibromyalgia, flank pain, gastrointestinal disorder, genital haemorrhage, gingival disorder, gingival recession, gingival swelling, glaucoma, headache, heart rate irregular, human papilloma virus test positive, hyperhidrosis, hypersensitivity, infection, inflammation, insomnia, intestinal polyp, intracardiac thrombus, intracranial pressure increased, joint pain, kidney enlargement, kidney infection, leg pain, loss of libido, lymphadenopathy, madarosis, memory impairment, menorrhagia, migraine, migraine with aura, milk allergy, multiple sclerosis, muscle atrophy, muscle spasms, muscular weakness, musculoskeletal pain, myocardial infarction, nail growth abnormal, nausea, neck pain, neuropathy peripheral, noninfective encephalitis, numbness in hand, ocular discomfort, ocular hyperaemia, oedema, onychoclasis, open globe injury, oral mucosal discolouration, orgasm abnormal, ovarian cyst, palpitations, panic attack, pelvic congestion, pelvic floor muscle weakness, pelvic haemorrhage, pelvic inflammatory disease, pelvic pain, pharyngeal swelling, phlebitis, pigmentation disorder, plantar fasciitis, post concussion syndrome, pruritus, pyrexia, rash, rash papular, raynaud's phenomenon, rectocele, red blood cell count decreased, rheumatoid arthritis, skin discolouration, skin hyperpigmentation, teeth brittle, thyroid disorder, tinnitus, tooth delamination, tooth extraction, toothache, tremor, urinary incontinence, urinary retention, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal odour, varicose vein, vascular calcification, vein disorder, vision blurred, vitamin d deficiency, vulval disorder, vulvovaginal mycotic infection, vulvovaginal pain, the first episode of dysarthria, the first episode of renal pain, foot pain, numbness of upper extremities, pain in hip, the second episode of dysarthria and the second episode of renal pain to be related to essure. The reporter commented: my legs looked just like that! I did have a surgery to remove them and fix the leaky veins in my pelvis. She went to two doctors for two years and cried and rubbed her legs and said I have bone cancer, I must, it's deep, and this is not normal, and it went away after hysterectomy. A lot went away so far after removal of essure. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on 23-apr-2016: seen my coils, within both left and right cornua is metallic coiled material; on 06-may-2016: no kidney stones; on 07-jun-2016: CT scan was good enough. Hysterosalpingogram - on 28-aug-2010: total bilateral occlusion. 3-4 coils visible within the cornua on each side. Events received from social media post: allergic to gold/nickel, fibromyalgia, extreme arthritis, fever, cant get comfortable and vein disaster. Patient's concurrent conditions included varicose veins pelvic and leg discomfort added from social media. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: chronic back/joint problems, glaucoma/cataracts, headaches/migraines. Expiration date : 11-2012 686787 is not valid concerning the injuries reported in this case, the following one/ones were reported via social media: adenomyosis, pelvic hemorrhage, eye bleeding, 2 teeth pulled, my hand would not work, insomnia, bowel problems, burning in my neck, legs and hips, left kidney is gonna burst/my kidney is burning, left kidney is gonna burst/my kidney is burning, metal taste in mouth, my arm and hand went numb, eyeball rupture, bathrooms smells are not normal, use air freshener when I pee, eyes feel like someone is pushing them out, kidney infection/inflammation, chronic thrombus, eye get orange around them also, sweat, my bladder won't empty, light headed after sex, swollen lymph nodes, punctate inner choropathy, heart really hurts, don't orgasm anymore, can barely stand on feet, pelvic congestion, throat swelling, brain fog, veins inflamed, neuropathy, calcified vein stone, allergic to milk now, kidney was enlarged, varicose vein, ovarian cyst, nail came back, graves disease, ra symptoms, ms symptoms, pelvic floor muscle weak, edema, kidney pain, brittle nail, would peel, could not grow, diverticulitis, red blood cell count was always low, pinky fingers, I had attack that lasted 10 minutes 2 days in row, human papilloma virus came positive, intracranial pressure, brain stem inflation, ear pain, loss, ringing in ears since essure, bladder disorder, migraine with aura, exophthalmos, flank pain, panic attacks, musculoskeletal pain, muscle atrophy, breast induration, vulvovaginal mycotic infection. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 4-feb-2020: quality safety evaluation of product technical complaint a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), autoimmune disorder ("autoimmune problems") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), migraine ("migraine"), inflammation ("inflammation") and infection ("infection"). The patient was treated with surgery (to remove essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, hypersensitivity, migraine, inflammation and infection outcome was unknown. The reporter considered autoimmune disorder, genital haemorrhage, hypersensitivity, infection, inflammation, migraine and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.